Manufacturer narrative:
(B)(4). D6a - product implanted in 2014 outside hug d10 ¿ 161695, oxford domed lat men brng md sz 4, lot 3203664 154801, agc da 2000 femoral left 60mm, lot 3194474 3009890001, refobacin bone cement r 10x2 german, lot a335ac1403 3009890001, refobacin bone cement r 10x2 german, lot c308ac1403 g2 ¿ foreign ¿ switzerland the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a revision surgery of the partial left knee prosthesis eleven years post implantation. Due to a false movement two months prior revision, the sub-luxation of the polyethylene occurred, and the patient has been in pain, with persistent extension deficit. Radiological examination revealed loosening of the damaged tibial component due to blockage of the worn mobile polyethylene between the notch and the external joint space. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; a product evaluation could not be performed. Medical records were not provided. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.